Manufacturer narrative:
(B)(4). B5:describe event or problem - additional. D9: device availability - additional. H2:additional information/device evaluation - additional. H3:device evaluated by manufacturer - additional. H6:event problem and evaluation codes - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of share log was performed and the allegation was not confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.